Manufacturer narrative:
One micro-introducer sheath was returned on june 4, 2019 for evaluation; a guidewire also returned. The guidewire was visually inspected, and no damage was present. The micro-introducer sheath was separated just distal to the hub. An angled cut was observed at the separation point on the shaft section that was still connected to the hub. The cut angle and direction visually aligned with an external cut. The separation point on the proximal end of the sheath shaft also had a cut present along with stretched material and several other marks. Based on the event description, it is unknown which marks are related to the separation versus which marks relate to the retrieval. The distal tip of the sheath was examined, and no damage was present. The cause of the shaft separation was unable to be determined due to the limited event details leading up to the separation, but the investigation determined it was not related to a manufacturing issue.

Manufacturer narrative:
A returned product evaluation was unable to be completed as no device was returned for investigation. The manufacturing records were reviewed, and no non-conformances are noted. Based on the limited information, the cause of the separation is undeterminable.

Event description:
Patient was having a cardiac catheterization through the right femoral vein. The vein was accessed using a micro puncture needle. The needle was taken out and micro puncture sheath broke off from the base with sheath still inside the soft tissue and vein with the wire still present. The cardiologist was unable to retrieve the sheath superficially. A general surgeon was called in to perform a right groin exploration to remove the sheath.